Manufacturer narrative:
(B)(4).

Event description:
It was reported that a power on reset occurred after the patient had a pacemaker implanted. There was possible electromagnetic interference due to the pacemaker procedure. It was also reported that the patient may have had defibrillation. The company representative planned to meet with the patient and re-program the device as well as perform a system check. Additional information has been requested.